Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at three locations. The abrasion near the proximal end was consistent with friction to can abrasion. The other two abrasions were near the distal end, due to friction with another device, which could have cause the reported noise problem.